Manufacturer narrative:
D8/9: device returned to field service, unknown date. The device was returned and evaluated, and the investigation for the reported purge issue has been completed. Data analysis: purge system failure (piston blocked) was observed in the imc logs. Device analysis: failure mode was not reproduced. A known-good pump and purge was run overnight without errors. Inspection of purge assembly found dry glucose between motor gasket and housing. The stepper motor gasket was cleaned thoroughly. The cause of the aic issue was contamination. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge issue that was resolved by switching to a backup console. There was no patient harm reported.